Event description:
It was reported that on (B)(6) 2024, a 16mm amplatzer vascular plug ii was chosen for implant in the internal iliac artery (iia) using a 6f non-abbott delivery sheath. During procedure, when the plug was inserted into the non-abbott sheath and delivery was attempted, but it got stuck inside the catheter. When trying to retrieve the plug, the plug body detached from the wire, so the system was removed and the plug was retrieved. The system was then set up again, and a new 16mm amplatzer vascular plug ii was chosen, passed through the same delivery system without any issues and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of difficult advancement through the delivery system and premature separation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported premature separation appears to be related to the difficult advancement through the delivery system. A cause for the difficult advancement through the delivery system could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.